Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, customer originally called for lamp replacement. Tac provided instructions on how to replace the lamp. In a follow up call, customer conveyed that when onsite, it was determined that the lightsource cable was found disconnected. Customer connected the cable and the auto brightness worked. Issue was resolved, system is functional. To date, there are no other issues reported. Based on tac communication with the customer the reported issue was identified to be due to disconnected cable. It is unknown what cause the cable to be disconnected. Once connected issue was resolved. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device is not auto adjusting the brightness, the image occasionally whites out. The issue occurred during an unknown event.